Event description:
It was reported that an alert was received via remote transmission showing episodes of non-sustained rv oversensing. Further review of the egms noted myopotentials oversensing. Lead impedance had also increased slightly since implant and that capture threshold had been frequently out of range. Variable r-waves were also noted. Noise was reproducible in-clinic with deep breathing. Programming change was made. Patient will continue to be monitored.

Manufacturer narrative:
(B)(4).